Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient started their trial on (B)(6) 2016 and on that day the right side didn¿t respond at all and they had stimulation up high. The patient reported that because of this they started the trial on the left side. The patient reported that on the day of this report she switched from the left side to the right side. The patient also reported that when she switched from the left side to the right side it was burning and uncomfortable. The patient reported switched back to the left side and the burning and uncomfortable sensation resolved.